Event description:
The caller reported that the tracheostomy tube had too much of a curve. He said that they placed it in his wife and it was very irritating after a couple of days of use. They removed it and noticed a different curve. They placed an older tracheostomy tube back in.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.